Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the needle and the thread disconnected and the product could not be used. The procedure was completed with another device. No patient involvement.